Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. All other measurements were within range. Boston scientific technical services (ts) suggested further investigation to evaluate system integrity. Attempted to obtain additional information but a local field representative could not provide any further information. No adverse patient effects were reported. The system remains in service at this time.

Manufacturer narrative:
At this time, no further troubleshooting was performed and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating non-invasive programmed stimulation (nips) had been performed with acceptable measurements observed and measurements were stable for approximately one year. Subsequently, the patient was seen in clinic and high out of range shock impedance measurements were again observed. Measurements again returned to an acceptable range. Boston scientific technical services (ts) discussed further troubleshooting options. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.